Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus the 4k camera head had an e221 scope communication error during preparation for use. The intended procedure was a laparoscopic surgery and the patient was not under anesthesia. There was a fifteen minute delay and the facility finished the case with another similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for evaluation where service was unable to confirm the complaint a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.